Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Product information for use states, "under no circumstances should the balloon be inflated with more than 45ml of fluid." Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a nurse that the retention balloon had been "overfilled to 115 ml." No patient details were provided but reporter stated that "no harm came to the patient". No further information was available.